Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21563312-2029: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks, and signs of melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber stopped working after (B)(4) joules and 21:53 minutes of use. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged, and the second fiber was utilized with a "bipolar at the cervix level" technique to complete the case. There was no patient injury reported due to the event.